Event description:
While attached to a patient, the ventilator alarmed "fan fault" and smelled like it was overheating. Ventilator switched to another while patient was bagged. No desaturation or harm to patient. Fan blades had broken loose from the post. Contacted carefusion and reported incident and opened service ticket. Technician replaced fan and housing and did preventative maintenance check on vent.